Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, the device alarmed with s321 (motor error-pmc, left), s339 (power down error, pmc left), s239 (power down error, psc) and s208 (can bus error-psc) malfunction alarm codes. The device was returned to the biomedical department from an unknown floor for error codes s321, s339, s239, and s208. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.